Event description:
On 2023-jun-05, information was received from a patient representative regarding a patient receiving bupivacaine (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient was in the hospital due to sepsis, "bacteremia the infection in his blood system". The caller stated the hospital thought the initial source may be the hardware in the patient's system, but they were not sure. The caller reported the symptoms started about 2 weeks ago. The caller mentioned the healthcare professional (hcp) recommended a manufacturer representative (rep) come to the hospital to check the pump. Managing hcp information was reviewed. Resources for the hcps was provided. The caller was redirected to follow up with the hcp. On 2023-jun-29, additional information was received from the healthcare professional (hcp). The cause of the patient's sepsis was requested. The hcp stated, "patient was neither seen, nor admitted to [the hospital] for this event".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.